Event description:
It was reported in a facility medwatch that the scorpion needle broke into several pieces as it was passing suture through the patient`s tissue during a bankart procedure. Most fragments were removed except for the most distal tip which remained in the patient's joint. The needle tip became lost in the soft tissue of the glenoid neck or in the bony bankart lesion itself and could not be retrieved. Patient has been informed of the needle tip remaining within the soft tissue of his shoulder. No further issues have been reported to date related to this event.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury this is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Facility will not release the device.